Event description:
The customer stated that she was treated by the paramedics due to a low blood glucose reading of 40 mg/dl. The customer stated that her blood glucose levels dropped because she didn't eat. The customer declined to troubleshoot.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.